Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an implantable cardiac monitor lost connection during an implantation a second attempt to reinterrogate the device was done after the patient's surgical dressings were placed. R waves measured at as .93-.95mv and the device was exhibiting noise. A first attempt to make programming changes was unsuccessful. The second programming attempt, after a call to tech services, was successful at removing the noise. It is suspected that the noise could be due to the morphology of the patient's own signal. Patient condition after the procedure was stable.